Event description:
Discordant, falsely low magnesium results were obtained on four patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s), and the physician(s) questioned the results. The samples were rerun on the same instrument and also resulted low. The samples were then rerun on an alternate instrument and resulted higher. The rerun results obtained on the alternate system were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the sample 3 drain was overflowing. The cse verified the functionality of the vacuum and drain line, and then replaced the drain. The fse then ran system checks, and all parameters were within specifications. The cause of the discordant, falsely low magnesium results was the overflowing sample 3 drain. The instrument is performing according to specifications. No further evaluation of the device is required.